Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to be separated from the catheter and got bent. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: lv lead bent should not have been reported as the lead was not bent.